Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 1.1ml of juvéderm® volift¿ with lidocaine in m1, m2, m3 and jw4. Patient was pretreated with lidocaine cream before injection. Eight weeks later patient developed thick nodules on jw4 which were twice as thick as the injected amount. Patient was prescribed fucidine as a locally applied antibiotic and was injected with hylase. Symptoms are ongoing.